Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. Additional actions to prevent this failure from occurring are underway.

Manufacturer narrative:
The philips field service engineer performed a system inspection and determined that the control panel arm¿s sleeve moved up preventing a proper lock. The service engineer was able replace the control panel arm with a new sleeve to correct the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported an incident where the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.